Manufacturer narrative:
Batch review performed on 15 july 2026 lot 2004701: (B)(4) items manufactured and released on 05-oct-2020. Expiration date: 23-sep-2015. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to tibial subsidence after about 5 years and 4 months from primary. The surgeon revised tibial tray and insert. The patient had a first revision surgery on (B)(6) 2023 where the surgeon revised the femoral component and tibial insert (MDR 3005180920-2023-00515)-